Manufacturer narrative:
(B)(6).

Event description:
The customer stated that an unknown number of samples collected from the same patient had erroneous results when tested with the elecsys vitamin b12 immunoassay on a cobas e 411 immunoassay analyzer. Erroneous values were reported outside of the laboratory. The specific date of the event was asked for, but not provided. All samples from the patient will result in values of < 50 pg/ml when tested on the e411 analyzer. The physicians state that the values do not agree with the clinical picture of the patient. When the samples are measured in another laboratory using an unknown method, the vitamin b12 results are normal. The customer believes that samples from the patient contain an interferent to a component of the vitamin b12 assay. The customer provided specific data for one sample from the patient. On (B)(6) 2018, this sample resulted with a value of < 50 pg/ml accompanied by a data flag when tested on the e 411 analyzer. This sample was centrifuged and repeated on (B)(6) 2018, resulting as < 50 pg/ml accompanied by a data flag on the e411 analyzer. This sample was tested in another laboratory using an unknown method, resulting as < 50 pg/ml. No adverse events were alleged to have occurred with the patient. There are no issues with the patient's blood count. The patient does not have anemia. The e 411 analyzer serial number is (B)(4).

Manufacturer narrative:
A sample from the patient was provided for investigation. The investigation was able to duplicate the value obtained by the customer. The sample was also tested on a centaur analyzer and the value from this analyzer was below the respective reference range. Both roche method and centaur method recover values below the respective assay reference ranges. A general reagent issue can most likely be excluded. Assays from different vendors can generate different values. This is related to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used.